Event description:
Outbound. Patient states driving to doctor appointment 2 hours from home and the cadd legacy pump is alarming no disposable clamp tubing, did not bring back up pump or supplies with her. Removed cassette and cleaned the sensors and put in new batteries. Advised to go to the nearest emergency room. Pt said will just go back home, lot number not provided or cadd legacy sn number. No further details provided.